Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Event description:
The customer reported the user sustained a cut finger from a damaged screw. Injury reported to user.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.